Event description:
It was observed that during the device evaluation, the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited tissue pad fell off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The tissue pad was worn out and part of it peeled off because the ultrasound was output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. Some force was applied to the peeled tissue pad causing it to fall off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.